Event description:
Medtronic (covidien) received information that a patient died two days post pipeline embolization device placement to treat three small, distal intracranial internal carotid artery (ica) aneurysms. It was reported that the patient was brought to the emergency room with sudden, severe headache and brief near-syncope three days prior to the event. CT scan of the brain showed subarachnoid hemorrhage in the basal cisterns and predominantly right suprasellar cistern and sylvian fissure. The physician suspected that the right posterior communicating artery level-ica aneurysm had ruptured and planned to treat the aneurysms with combination of off-label flow diverter exclusion and partial coil embolization. Two days prior to the event, it was decided to proceed with treatment with flow diverter device in combination with partial coil embolization of the 2 distal aneurysms. The patient received dual antiplatelet therapy, 325 mg acetylsalicylic acid (asa) and 600 mg plavix, approximately 1 hour before pipeline delivery. The pipeline was delivered without incident. The echelon catheter was placed in the distal aneurysm and coiled as the physician delivered the pipe. After the pipe covered the distal aneurysm, the echelon was pulled proximally into the proximal aneurysm. This aneurysm was then coiled and then the rest of the pipe was delivered without incident. When the procedure ended, patient's aneurysms were partially embolized with detachable coils and a pipeline flow diverter device, which was deployed from the distal internal carotid artery just proximal to the carotid terminus, to the descending cavernous segment. The patient remained intubated but did well immediately after the procedure - easily arousable despite sedatives and moving all extremities to command. One day prior to the event, the patient became suddenly unresponsive with fixed and dilated right pupil. An external ventricular drain (evd) was placed for worsening hydrocephalus; right pupil became smaller and reactive. Post-evd CT showed severe cerebellar edema and upward herniation. On the day of the event, the patient's CT scan showed worsening cerebellar shift and there was no new hemorrhage. MRI showed restricted diffusion reversed. Imaging suggests edema rather than infarcts in the cerebellum and brainstem. Decompression was discussed based on clinical and radiographic data; however the patient's family does not want any aggressive measures and opts for comfort care. Patient pronounced dead at 21:35. Device will not be returned because it was implanted in patient.

Manufacturer narrative:
The pipeline embolization device was used off-label. The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for evaluation as it was implanted in the patient. No other complaints have been reported against the lot number. Based on the reported information, there was no device malfunction during use.